Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis and the system hazard and user misuse analysis. The DHR (device history review) for sterrad 100s system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for h2o2 skin contact and /or white residue. Trending analysis for h2o2 skin contact issues associated to the sterrad 100s did not indicate a significant trend. Trending analysis for white residue issues associated to the sterrad 100s did not indicate a significant trend. The hhe (health hazard analysis) relating to exposure to h2o2 contact is considered none/ negligible. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The hhe (health hazard analysis) relating to exposure to h2o2 contact (white powder residue) is considered none/negligible. The severity of an injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard and user misuse analysis) associated to h2o2 skin contact is reported to be a category 1 or "broadly acceptable risk". The shuma (system hazard and user misuse analysis) associated to exposure to white residue on the load surface is a category 1 or "broadly acceptable risk". The sterrad 100s was inspected following the incident by an asp field service engineer (fse) who performed all required tests and found no problem with the unit. The system met asp specification. There were no parts replaced. The sterrad 100s users manual warns the customer that: "if white residue is visible on the load; this may be residue from the hydrogen peroxide stabilizer. Wear chemical resistant latex, pvc (vinyl), or nitril gloves when removing load with visible white residue." The investigation could not determine the origin of the contact (ie liquid or residue).this issue can be contributed to the user not correctly following the users guide instruction.

Event description:
A healthcare worker (hcw) was reported to have contact with h2o2 in liquid form, that was located at the bottom of the kimberly clark (kc) wrapper. The sterrad tray was noted to have a substance described as calcified or hard rock. The hcw was not wearing any ppe at the time of the contact. The symptoms are unknown at this time and it is unknown if the hcw received medical treatment. This is report one of three.

Manufacturer narrative:
Per the sterrad user guide, warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00102 and 2084725-2010-00103.